Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it during evaluation. Evaluation found corrosion on the input/output printed circuit board caused by fluid intrusion. Evaluation determined the cause to be failed input/output printed circuit board. The failed input/output printed circuit board was replaced.